Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive investigation cannot be performed and a probable cause cannot be determined.

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the reporter stated that the IV tubing used for parenteral nutrition began leaking at a connection site when replacing the infusion syringe. Impact of incident was the smof infusion had to be discontinued with no replacement bag available. There was patient involvement and no adverse events.